Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (ceramic plus electrode) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: misuse. The wear marks observed as well as the fact that the lumen was bent is indicative that the device could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, which resulted in the damage observed. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported that during a procedure the ceramic attachment became loose. A replacement was available to complete the surgery.

Event description:
It is reported that during a procedure the ceramic attachment became loose. A replacement was available to complete the surgery.